Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pi ventilator to duplicate the reported issue. The product investigation lab (pil) technician was unable to confirm the complaint of 'misalignment in the touch position was confirmed.' The touchscreen flex circuit successfully passed all resistance tests.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pi ventilator to duplicate the reported issue. The product investigation lab (pil) technician was unable to confirm the complaint of 'misalignment in the touch position was confirmed.' The touchscreen flex circuit successfully passed all resistance tests. Correction: add d4 (B)(4).

Event description:
Philips received a complaint by the authorized service provider (asp) on the v60 indicating that while performing preventive maintenance, and it was observed that there was misalignment in the touch position. The asp calibrated the touchscreen, and it did not resolve the issue. The touchscreen will need to be replaced. It was reported there was no patient involvement at the time the issue was discovered. The asp replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.